Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming adjustments were made. The patient continued to be monitored by the center. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the patient's device has been scheduled.